Manufacturer narrative:
Device evaluation: product evaluation was not performed, because the product has not been returned. If product is received after initial closure, the ir and complaint file (if necessary) may be re-opened to complete the return investigation. The complaint issue reported, could not be verified. And no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed, no other complaints have been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d10: device available for evaluation? Yes. Section d10: returned to manufacturer on: 2/4/2021. Section h3: device returned to manufacturer? Yes. Device evaluation: the complaint lens was received wrapped in gauze. Additional documentation was received as well. Visual inspection under magnification revealed, viscoelastic residue on the optic body and haptics. And that the lens was received cut in half. Which is consistent with a lens, that was handled during explant. Furthermore, fibers were observed on the lens. Which can be attributed to receiving the lens wrapped in gauze, and cannot be confirmed to be related to manufacturing. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed. And no product deficiency could be identified. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis symfony intraocular lens (iol) was explanted from the patient's eye due to mechanical issue. There was no additional surgical intervention required and the patient outcome post surgery was not provided. No further information is available.